Event description:
Boston scientific received information that during the implantation of this left ventricular (lv) lead, pacing impedance measurements above 3,000 ohms and threshold measurements above 7.5 volts were noted. The physician believes that the lead was fractured. This lead was explanted and another lv lead implant was attempted with a new lead. However, the same out of range measurements were also noted on this second lead. This lead was explanted and a third lv lead implant was attempted using a different vein. The third lead was successfully implanted and remains in service. No adverse patient effects were reported. The first lead that was suspected to be fractured will be returned for laboratory analysis.

Event description:
The second lead was returned.

Manufacturer narrative:
Once the lead has been returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the second lead was performed. The complete lead was returned. Visual inspection noted blood infiltration in the lead's lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory testing was unable to reproduce the reported clinical observations of out of range pacing impedance and threshold measurements noted on this second lead. This lead was also found to be electrically continuous.